Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed but not duplicated during product evaluation by a baxter service technician. This condition was caused by a faulty speaker harness. The speaker harness was replaced to resolve the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000. This event was reported to have occurred during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.